Manufacturer narrative:
(B)(4): information was not provided by the initial contact. (B)(6).

Event description:
It was reported that during a gastric sleeve procedure, the devices were losing pneumo. Another device, excel without optiview tech, worked much better with minimal pneumo loss. The case was completed with no patient consequence. The devices were discarded.